Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad illuminated but did not charge the ilet despite use of multiple wall outlets, and it also failed to charge a phone during troubleshooting, indicating a charger performance failure. Symptoms included none reported. Outcomes included replacement of the charger to restore device usability. Investigation included troubleshooting by verifying outlets and attempting to charge an alternate device, followed by initiation of replacement and return of the nonfunctional charger for assessment. Investigation of this case revealed a suspected malfunction of the external charging accessory consistent with a device component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a malfunction of the charger accessory.